Event description:
It was reported that during a lap hernia procedure, there were misformed staples. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 1/9/09. Information anticipated, but unavailable at this time.